Event description:
Boston scientific received information that the patient with this lead presented to the hospital with symptoms of presyncope. The patient had complete heart block and upon interrogation no pacing was noted. Intermittent oversensing and ventricular fibrillation episodes were recorded due to noise. The noise was so high that sensitivity changed could not relieve the issue. The lead was replaced with a new lead.

Manufacturer narrative:
As of today, the product has not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.